Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 8.5f fast-cath introducer sheath received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The sheath distal tip was noted to be split. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown. The cause of the observed split sheath tip remains unknown.

Event description:
During an atrial fibrillation procedure, a blood leak was noted at the tip of the sheath due to a crack. The sheath was exchanged, and the procedure was completed with no adverse consequences to the patient.